Manufacturer narrative:
Date of event was not provided to bwi and appears on this form as (B)(6) 2022. As the device was manufactured in 26-feb-2022, the event occurred at some point thereafter and is currently unknown. The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The bent-on shaft was observed. The dilator was returned and was found a kink. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was returned and was found in normal condition; no anomalies were observed. The valve dislodgment is related to the resistance reported by the customer the device history record (DHR) for lot number 50000102 has been received and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside the hub component. The finding was identified on (B)(6) 2022. It was initially reported by the customer that dilator didn't fit inside vizigo sheath. As a result of the resistance, the dilator was stuck. There was no visible damage to the sheath. The sheath did not break into two or more separate pieces. The procedure was delayed for 5 minutes. No fragments were generated. The procedure was successfully completed. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.